Event description:
This event involved a patient 1 year and 1 month post heartware lvad implantation who experienced a vad stop. The site stated that while the patient was disconnecting a depleted battery, the controller turned off. After replacing the battery the problem was resolved. Preliminary logs files review confirmed the pump stop event. The batteries were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident. Investigation is ongoing.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional testing revealed that the returned battery contained a faulty cell pair. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming. This is one of two reports (3007042319-2013-00271 and 00093) submitted for devices related to the same event.

Manufacturer narrative:
The device has been received and evaluation still ongoing. Preliminary evaluation and testing of the returned batteries revealed an internal faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. *this is one of three reports (3007042319-2013-00271 and 00093) submitted for devices related to the same event.